Event description:
A nurse reported a patient with endophthalmitis following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that the outcome of the event is unknown. The patient was not hospitalized, no unplanned surgical intervention was required, and no cultures taken.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. This report was mailed to FDA on:09/23/2009.